Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd intima-ii y tubing was damaged fracture of extension tubing found on the second day of indwelling needles.

Manufacturer narrative:
1. DHR/bhr review lot#4198341 1-this batch of products were assembled at intima ii auto line 3 in aug 2024, and packaged at r240 package line in aug 2024. Work order quantity was (B)(4) ea. 2-review the in-process test reports and outgoing test reports, and all test results meet the product specifications. 3-review the production records with no nonconformance, deviation or rework activities. 2. No defective sample and photo have been received, the specific site and damage state of the break of the extension tubing cannot be identified. 3. The retained sample of this batch is taken for the pull strength test between the extension tubing and the pp connector, and the pull strength test between the extension tubing and the catheter hub. The test results are all within the product specifications. Please refer to the attachment for test reports. 4. The fracture of the extension tube occurred on the second day of indwelling, indicating that there was no abnormality in the initial use of the product, and the fracture occurred after use. 5. No similar complaints have been received from other hospitals regarding this batch of products. Conclusion(s): no abnormality is found on process and retained samples, and no similar complaints have been received from other hospitals about this batch of products. As the defective sample has not been returned, the relevant tests cannot be performed, and the usage of the sample is unknown, the root cause of the break of the extension tubing cannot be determined. The plant will continue to track and trend for this issue.

Event description:
No additional information provided.